Manufacturer narrative:
Analysis synthesis: review of the provided information indicates that the reported event reflects normal system behavior. Gender data functionality was introduced with the latest software release on may 20, 2025. For patients who were registered prior to this update, gender information will appear as 'undefined' if the corresponding field was not completed in the patient form. Regarding the sms feature, it has been deactivated since the end of march 2025 and is scheduled for reactivation in the coming weeks. No general malfunction of the device is suspected. This case will be retained and monitored for trending purposes.

Event description:
Reportedly, the (B)(6) hospital informed us that a patient received a message on their mobile phone, asking them to contact the clinic regarding their telemedicine station. We had assumed that the sms function was currently not working. Do we have a contract with a provider again? Another incident was reported to us today: in the patient overview, the name field now always shows "undefined". These two issues might be related.